Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. The pulse generator exhibited far r-wave oversensing, which caused inappropriate auto mode switch episodes. The device also exhibited inappropriate programming. The patient would be monitored.